Event description:
The biomedical engineer (bme) reported that the nursing staff observed a zm telemetry transmitter displaying approximately double the patient's actual heart rate compared to manual checks. The nurses replaced the zm, which resolved the issue. They later went to department 6w and tested the transmitter using a simulator but was unable to reproduce the reported issue. However, he did observe significant artifact while using the transmitter.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nursing staff observed a zm telemetry transmitter displaying approximately double the patient's actual heart rate compared to manual checks. The nurses replaced the zm, which resolved the issue. They later went to department 6w and tested the transmitter using a simulator but was unable to reproduce the reported issue. However, he did observe significant artifact while using the transmitter. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.